Manufacturer narrative:
Concomitant medical product: model: dtba1d1, crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a remote transmission sent from the hospital due to pre-op/post-op magnet application. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on a recorded episode. Follow-up was completed with the original caller. The allied health professional (ahp) at the hospital was able to verify that no reprogramming was completed, and the physician did not find the t-wave oversensing to be of concern at this time. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.